Manufacturer narrative:
4110 - work order search: no additional similar complaint type events within associated lots were found. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6 implantable collamer lens, of diopter -8.0/1.5/009 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged horizontally with a same model and length lens due to low vault without rotation. This resolved the problem. Additional information provided "the lens was adjusted from the vertical position to the horizontal position". The cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry on a microcentrifuge vial. Visual inspection found haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).